Event description:
It was reported that during an unknown procedure, the device did not fire at all. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.